Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the arm between 25 and 36 hours. A new pod was applied as treatment.

Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. The internal leakage formed corrosion on the pcb and rail mechanism. The batteries were found to be depleted and the download could not be retrieved. It was noted that the top housing was cracked. The cracks did not influence the delivering of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.